Event description:
The customer reports the c-arm displays a message that the footswtich is stuck but the footswitch is not connected; also the system won't fluoro. A pt was involved but not injured.

Manufacturer narrative:
The ge service rep found green and orange wire pulled out of lemo connector on footswitch. Repaired and tested, unit working as intended.